Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the abdomen. The patient went to the emergency room and was diagnosed with methicillin-resistant staphylococcus aureus (mrsa); the infected site was drained by a medical professional. Patient was also prescribed doxycycline and another unknown antibiotic, to be taken for 7 days.

Manufacturer narrative:
The following field was updated with prescription information based on patient callback: b(5) - describe event or problem. It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the abdomen. The patient went to the emergency room and was diagnosed with methicillin-resistant staphylococcus aureus (mrsa); the infected site was drained by a medical professional. Patient was also prescribed doxycycline and another unknown antibiotic, to be taken for 7 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the abdomen. The patient went to the emergency room and was diagnosed with (B)(6); the infected site was drained by a medical professional.